Manufacturer narrative:
Correction d9: field should reflect (B)(6) 2026 in prior report. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection was normal. Visual examination found no malfunctions. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient had infection after being admitted to the hospital. The patient's implantable cardioverter defibrillator, right atrial lead and the right ventricular lead were explanted due to the infection on (B)(6) 2026. The patient was stable throughout the procedure. New information received notes that shortness of breath was noted.

Manufacturer narrative:
Correction: b5: field should reflect explant date of (B)(6) 2026.

Event description:
It was reported that the patient had infection. The patient's implantable cardioverter defibrillator, right atrial lead and the right ventricular lead were explanted due to the infection. The patient was stable throughout the procedure.